Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick otw balloon ruptured. The lesion being treated was located in the average tortuous, non-calcified and 99% stenotic mid left anterior descending artery (lad). The 1.50x20mm maverick otw balloon was advanced to the mid lad nd inflated to 6atms where it ruptured on the first inflation. The device was removed from the patient intact. The procedure was successfully completed with another 1.50x20mm maverick otw balloon. Patient status is listed as "fine".